Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Insulin pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and force sensor error. Customer¿s blood glucose level was 162 mg/dl. Customer reported that the insulin pump was exposed with moisture. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.